Event description:
Information was received that during pre-testing of this smiths medical cadd ms3 pump, the pump lost programming. It was reported that the patient denied leaving the pump without battery for an extended period, dropped or exposing the pump to wet environment. The pump was replaced. No patient consequences were reported. No adverse effects were reported.